Event description:
It was reported that the patient had an artificial urinary sphincter (aus) revision surgery last year to remove the cuff due to a urethral stricture. Seven months later, a new cuff was implanted to replace the previously removed one. The physician does not suspect that the device caused the urethral stricture. No additional patient complications were reported.